Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. According to the complainant, during the procedure, the first flange prematurely deployed outside of the scope prior to puncturing the pseudocyst. The physician pulled the first flange into the working channel and deployed the second flange inside the scope; the stent and delivery system were removed from the patient together with the scope. Reportedly, the procedure was not completed and the patient was discharged without scheduling a procedure for a later date. After the procedure, outside the patient, the axios was unable to be retrieved from the working channel of the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.